Manufacturer narrative:
The exposed portion of the soft cannula was found to have a tear and cause a leakage. Fluid was observed exiting the tear. It could not be determined when the tear occurred or if it contributed to the reported event. No other damages or defects were found with the device, and the cause of the event could not be conclusively determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient was hospitalized at (B)(6) on (B)(6) 2026, for hyperglycemia. The patient reported experiencing a blood glucose level of 27 mmol/l (486 mg/dl) while wearing the pod for approximately 5 to 24 hours. It was reported that the pod was leaking insulin, and despite administering two correction boluses, the patient¿s glucose levels remained elevated. The patient experienced symptoms of feeling unwell and panicked, prompting them to seek medical attention. After calling emergency services, the patient was advised to transport herself to the hospital. The patient removed the malfunctioning pod, applied a new one, and was then driven to the hospital by her husband. At the hospital, the patient received intravenous fluids and had another new pod applied. The patient reported being at the hospital for approximately 6 hours before discharged later the same day.